Event description:
It was reported that there was no cerebrospinal fluid backflow; possible catheter occlusion at tip. No pt symptoms were reported. A follow-up report will be sent if additional info becomes available to us.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.